Manufacturer narrative:
Corrected information updated in d.4. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that the vitrectomy probe did not cut and made a very different noise than usual during vitrectomy surgery. The surgery was completed by replacement of new probe from another pak. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Three opened probes were received, without tip protectors, in a tray, for the report. Sample 1: the sample was visually inspected and found to be nonconforming with the needle slightly bent and orange/brown foreign material on the welded cap. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for all functional tests, no noise was observed. Sample 2: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face and welded cap. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for all functional tests, no noise was observed. Sample 3: the sample was visually inspected and found to be nonconforming with the needle slightly bent and orange/brown foreign material on the welded cap. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for all functional tests, no noise was observed. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The three returned probe samples were found to be functionally conforming, therefore strange noise and cut failure as described in the complaint was not confirmed on the three returned probe samples and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned three probe samples were functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is:(B)(4). Reflects all related report numbers associated with this product event that have been submitted at this time.